Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) presented with a nonfunctioning device due to fluid loss within the system. A revision surgery was performed, during which the physician repaired and retained the original implanted device. No patient complications were reported.